Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap cholecystectomy. According to the reporter: after surgeon removed the scope out of the trocar, he found small part of the grey color seal came out. No pt injury was reported.